Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the single leaflet device attachment (slda) and recurrent mr. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020 to treat functional mitral regurgitation (mr) with grade of 4. One clip was implanted successfully, reducing mr to 1. On (B)(6) 2020, transesophageal echocardiography (tee) was performed which found that the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda) and mr increased to 4. There was no tissue damage noted. Medication is currently administered and a second mitraclip procedure is planned for a later date. The patient¿s condition is now under control and stable. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the single leaflet device attachment (slda) was caused by challenging patient anatomy. The mitral regurgitation (mr) was an outcome of slda. The reported patient effect of recurrent mr, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.